Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/29/2016. The fse found that the vcs card was faulty. The fse replaced the vcs card, which repaired all the latron recovery issues. (B)(4).

Event description:
The customer reported the lh500 instrument was failing latron control recovery. There were no erroneous results confirmed and there was no change or affect to patient treatment in connection with this event.